Manufacturer narrative:
H4: the lot was manufactured between november 14, 2023, and november 15, 2023. H11: the actual device and four (4) photographs of the sample were provided for evaluation. Visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. However, visual inspection of photographs observed a leakage from the right shoulder port weld. The set underwent functional leak testing by filling approximately 2000ml of tap water into the bag, and a leakage was observed from the right-side shoulder port weld. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing bag weld process, as the right-side shoulder port weld seam did not go all the way to the edge of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was cracked in one of the edges which resulted in a fluid leak. The leak was discovered in the mixing service plant prior to patient use. There was no patient involvement. No additional information is available.